Event description:
It was reported that the balloon membrane was "porous". The doctor inserted the iab and when pumping began, the balloon immediately filled with blood. The iabp also experienced alarms (type unknown). The iab was exchanged. There were no reported patient complications.